Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a follow up visit, this pacemaker presenting electrogram (egm) showed possible noise from trapped air escaping the device seal plug. Technical services (ts) was contacted for further review of the egm. Ts reviewed the data and determined the morphology of the noise on the egm appear to be due to air escaping the header through the seal plug. Ts stated that the noise is resolved in about 24 hours post implant. No adverse patient effects were reported. This pacemaker remains in service.